Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants 3609299, 201-78-12 - holding pin lg head sharp point med 2pk. 5088149, 200-02-32 - three peg patella 32mm. 5144263, 02-010-03-0225 - logic cr femoral cem, left sz 2.5. 5269735, 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t . H6. Investigation results- the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documents that a patient had an initial left knee arthroplasty on (B)(6) 2018 and then underwent a revision procedure on (B)(6) 2023. The revision surgery was approximately 5 years after initial implant. The patient complains of pain, stiffness, discomfort, and weakness which in turn negatively affected the patient's mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.